Event description:
It was reported patient was experiencing discomfort and pain at the ipg site. As such patient underwent surgical intervention wherein the ipg was replaced with a new ipg smaller than the original ipg. Patient had no complication, and the issue was resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined